Event description:
Essure placed, then found out I have nickel and titanium allergy, uveitis, fibromyalgia, pelvic pain, swelling, device migration, abdominal pain and fibrosis confirmed via lab results from tissue removed with essure removal. I have experienced panic attacks since I got them, migraines, heavy bleeding, just awful awful awful.